Event description:
The physician reported that after the lead had been inserted in the vein, the stylet was removed, and another shaped stylet was inserted with slight friction. The stylet was removed and another shaped one was re-inserted and additional friction was witnessed making it impossible to completely insert. This stylet was removed, cleaned, and re-insertion was again not possible. Another lead was implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Conclusions: the laboratory analysis confirms a stylet blockage. This blockage is confirmed to be caused by a blood clot within the inner coil of the lead. The blood was determined to have entered through the hole in the distal pin likely via blood on the stylet during insertion. Absence of any manufacturing defect to the lead was confirmed during this investigation which could have contributed to stylet blockage as witnessed by the user.